Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient received 1mg of unintended dose of medication without pressing the button. There was no patient injury reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 08-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported issue was encountered with a patient on a 10 mg/ml high concentration pca (patient-controlled analgesia) receiving an unintended extra 1mg. The customer reported issue was replicated through functional testing. The cause of the reported issue was a misunderstanding of the kvo (keep vein open) rate. The customer should contact technical support to resolve the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.